Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging/stylet removal and/or during preparation for use inadvertent mishandling resulted in the noted kinked and stretched inner member and ultimately resulted in the reported tip material separation/noted inner member separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate calcification and moderate tortuosity. A 0.035 guide wire was used and a balloon crossed the lesion. A 0.014 hi-torque (ht) command guide wire was exchanged for stenting. The 5.5x60mm supera self-expanding stent system (sess) was removed from the hoop and flushed with syringe. However, after flushing it was noted that the nose cone of the stent had separated from the stent shaft without opening the lock. The separation of the nose cone was seen on the table and there was no device use or patient involvement. Another 5.5x120mm supera self-expanding stent was used to complete the procedure. No additional information was provided.